Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced sterile peritonitis which was manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was unknown. The same day as the event diagnosis, the patient was hospitalized for the event and began treatment with intraperitoneal (ip) cefazon 1 gram ¿every days¿, ongoing and ip ceftazidime 1 gram ¿every days¿ ongoing. At the time of this report the patient remained hospitalized and was not recovered from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
On an unreported date, in the month following the peritonitis onset month, the patient completed the antibiotic treatment, the patient was discharged from the hospital, the peritonitis was resolved and the patient recovered from the event. It was reported that the cause of the peritonitis was due to a rupture in the infusion line of the continuous ambulatory peritoneal dialysis (capd) system. As the capd system is a closed, sterile system in one which includes the dialysis solution bag (drug system), baxter peritoneal dialysis disposable devices are no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.